Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is manufactured in the u.s. But not marketed in the u.s. Device code: (B)(4). Work order search: no similar complaint was reported for units within the same lot. Claim #: (B)(4).

Event description:
The reporter indicated a 13.2mm vticm5_13.2 implantable collamer lens, -11.00/+1.0/091 (sphere/cylinder/axis), tore during loading into the cartridge and there was no patient contact. The lens was replaced with another same model/length lens and the problem was resolved. The cause of the event was unknown.